Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and identified the valve cleaning component as the root cause and replaced it. The analyzer was confirmed to be working according to specification after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 869586. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs stat result for a patient sample tested on a cobas 6000 e601 module. The initial result was 77.05 ng/l. The repeat result was 328.1 ng/l.